Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using the pinnacle pfr kit, the physician saw urine leaking from the bladder and, realized he had nicked it during the initial dissection. He closed this wound with sutures. The physician subsequently performed an indigo carmine test, which indicated a urine blockage. The doctor assumed the cause of the blockage was that he had inadvertently sutured around the ureters when repairing the bladder. The sutures and the pinnacle device were then removed and the procedure aborted. However, an internal exam then revealed that the pt did not have a blockage after all, and her ureters had not been sutured closed. The pt (in her 70's) is reportedly "fine" post-operatively, and requires no further medical intervention.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.